Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was unable to complete the prime process normally. The customer stated that there was a crack in the insulin pump on the plastic above the upper left hand side of the screen. She stated that when priming, the insulin pump did not seem to have enough power to finish the priming process, and she had to reprime in order to complete the procedure. She stated that she did not know how the damage occurred, advising that she had dropped the device a few times but never noticed the damage before. She was advised to replace the insulin pump. She did not know the blood glucose reading. Nothing further reported.